Event description:
Additional information was received from the patient. The patient reported that they had no idea what the circumstances were that led to the issue with the right leg, poor communication screen, and possible damage to the ins. The patient noted that she had a review with the healthcare professional (hcp) and that she scheduled a programmer for (B)(6) 2017. The patient stated that the issue with the right leg, poor communication, and possible damage to the ins had not been resolved. The patient stated not until they see the programmer.

Event description:
Patient reported they experienced an issue with their right leg. Patient could hardly walk on it. It was reviewed that it would not expect that interstim to cause leg issue but they were asked to followup with doctor for more information. Patient attempted to sync patient programmer with implantable neurostimulator (ins) but they were keep getting poor communication screen. They also reported they went through the airport this summer, and they questioned whether this damaged their ins. It was reviewed that airport security would most likely not cause damage to device. No patient outcome was reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.